Manufacturer narrative:
Qn# (B)(4). The MDR report key/report number is 12352840. The MDR text key is 267715286. Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint found in maude database: "during thrombectomy, distal tip to trerotola dislodged. Tip was retrieved and procedure was completed without issue."

Manufacturer narrative:
(B)(4).

Event description:
Complaint found in maude database: "during thrombectomy, distal tip to trerotola dislodged. Tip was retrieved and procedure was completed without issue."